Event description:
A caller reported an issue with the touchscreen of a pump, which was unresponsive although it was not cracked or shattered. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was unable to interact with the pump screen and was advised by technical support to reach back as soon as possible for further troubleshooting. In the meantime, the patient would rely on manual daily injections.